Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around implants".

Event description:
Patient reported, left side "fluid around implants" and "recalled implants". Patient also reported, "headache, body ache, dizziness". Which are not device related. Device remains implanted.